Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, rupture); patient¿s condition affected effectiveness of device (blunt thoracic aortic injury/transection); (insufficient information; cause is unknown); failure to follow instructions (closed web proximal device); related to operational context (emergent case). Conclusions: known inherent risk of a procedure (endoleak, rupture); device failure related to a patient condition (blunt thoracic aortic injury/transection); (insufficient information; cause is unknown); failure to follow instructions (closed web proximal device); operational context caused or contributed to the event (emergent case).

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a transection of the transverse aorta following a motor vehicle accident. The location of the transection was approximately 2 cm distal to the left subclavian artery. It was reported that the implant was successful, with the stent graft placed distal to the lsa. The aortic transection was excluded and the final angiogram looked good. On post-operative day one, the patient became symptomatic. It was determined that a proximal type I endoleak had developed, and the aorta had re-ruptured at the location of the transection. The patient was converted to an open surgical repair and the stent graft was explanted. The cause of the type I endoleak with post-operative rupture is unknown. The patient is recovering well from the aortic repair procedure and the other injuries sustained in the mva.